Manufacturer narrative:
H.6. Investigation summary: batch history analysis (DHR), maintenance records and quality notifications were verified related with batch complaint and defect. We received the sample sent by the client for evaluation, so it was possible to carry out an investigation, confirm the complaint for the defect, and determine the probable root cause. Root cause: the foreign matter occurred due to collisions of the parts inside the pipe that feeds the needle assembly and packing machines. We inform that the current controls to detect the incident are done by visual inspection in the process of packing of needles every 02 hours in 40 parts sample size, and also in the process of assembly of needles every 02 hours in 50 parts samples size. In the process of needle packing and inspection performed by the operators follow according to control plan. This inspection is visual and recorded so that the status of the batch can be defined, whether it is approved or not approved for the foreign matter. We emphasize that the employees wear coats and caps in the manufacturing process, the caps were extended to other areas adjacent to the factory. The place where the assembly process occurs is isolated from the external environment to prevent foreign matter from reaching the product. The whole process is monitored so that its performance and effectiveness of preventive and corrective actions can be measured. H3 other text : see section h.10.

Event description:
It was reported that foreign matter was found with a needle 18ga 1in blunt fill sla. The following information was provided by the initial reporter, "when the needle is opened, cotton is visible inside the needle."

Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found with a needle 18ga 1in blunt fill sla. The following information was provided by the initial reporter, "when the needle is opened, cotton is visible inside the needle.".